Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent initial vns implant surgery on (B)(6) 2016. During the surgery, it was reported that the heartbeat verification was not successful and that the company representative received question marks instead of the heart rate on the patient's generator. The output currents were off and the patient's heart rate setting was correct. All of the sensitivity settings were tried and the question marks persisted. The impedance was 1320 ohms, 1272 ohms, and 1242 ohms during separate system diagnostics and no issues were observed during normal interrogation or diagnostics. The patient was implanted with the intention of following up later on this issue. A pre-surgical evaluation was not performed to determine the implant location prior to surgery. The surgeon was informed of the importance of performing the pre-surgical evaluation, which is needed to verify whether the implant location is suitable for heart beat sensing or not. Additional troubleshooting information was received that the wand battery life was tested and that the green light of wand stayed on for >25 seconds. The generator was not suspected to have been exposed to high energy discharge due to electro cautery. During the heartbeat verification, ???? Kept appearing and the heart beat could not be detected even briefly. The generator was implanted in between the armpit and the sternum but not too close to the armpit. There was no attempt to reposition the generator in the pocket and the device was left implanted without replacement. The device history record was reviewed and was found to be complete. The device passed all testing, including the r-wave verification and the dc leakage-sense delay. Additional relevant information has not been received.

Event description:
Programming and decoder data was reviewed for the patient's device. On (B)(6) 2016, tachycardia detection was programmed on and the autostim threshold was 60%. Sensitivity levels 1 - 5 were attempted. All output currents were programmed off during and after the testing. Tachycardia detection was programmed off at the end of the troubleshooting. Additional relevant information has not been received.

Manufacturer narrative:
Relevant tests/laboratory data, including dates, corrected data: (B)(6) 2016 11:09:54 (system diagnostics) td: on, sensitivity: 5, foreground heart rate: 67 bpm. Supplemental MDR 1 inaccurately listed foreground heart rate for (B)(6) 2016 11:10:35 as 60 bpm instead of 67 bpm.

Event description:
At heartbeat detection sensitivity setting 5, 67 beats per minute was observed. The 67 bpm value appears to indicate that the device did sense r-waves just prior to the tachycardia detection being programmed off. However, the programming data shows that verify heartbeat detection was not attempted during this time when the generator was sensing. It is possible that the generator was shifted slightly prior to this interrogation which placed it in a better location for detecting r-waves. Based on the final interrogation, evidence suggests that the generator may be accurately sensing heart rate at this time on setting 5.